Event description:
It was reported that pump displayed malfunction alarm code 9, with no notable events occurring beforehand and no indication that customer¿s blood glucose level exceeded critical limits. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for performing pump reset, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.